Event description:
It was reported that the patient's ipg was flipping in the pocket. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2024-07287, related manufacturer reference number: 1627487-2024-07288. It was reported that the patient's ipg was flipping in the pocket and caused the leads to be tangled. X-rays confirmed twiddler's syndrome. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and leads were explanted and replaced to address the issue. Therapy was restored post procedure.